Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "late edema" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling addresses the reported event(s) as follows: "undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended."

Event description:
Healthcare professional reported they injected a patient with juvéderm® volbella¿ with lidocaine in the periorbital area at the tear troughs using a ¿deep technique.¿ patient experienced late edema at the injection sites ¿6 or 7 months¿ after injection, persisting for 1 year. Patient was reported to have a history of ¿sinusopathy.¿ the edema appears every time the patient presents with sinusitis; healthcare professional claims this occurs because the product is very ¿immunogenic.¿ symptoms have not resolved.